Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy 202 ventilator. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a philips remote service engineer, a ventilator service required error code was found in the device's error log. The service engineer states that the oxygen blending module (obm) cal failed and the obm printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the front case enclosure, handle, and universal porting block were replaced due to cosmetic damage. The device passed all final testing. No further investigation is required.